Event description:
This report is based on information provided by our philips complaint handling team. Philips received a complaint on the patient information center ix sn 3a1u-5lh0-4 indicating an error message displaying "no data monitor" displayed on pic ix computers. The network interruption caused all hosts at the main campus. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer reported the hospital it department had made some changes to the local network at the hospital site, which caused a network interruption between the local host and the offsite vm servers. During troubleshooting, the customer learned that the network interruption caused all hosts at the main campus to reboot. In the meantime, one of the offsite location's patient links became a new ci master, resulting in all the monitors to disconnect from the hosts. The issue was resolved the issue by rebooting the offsite patient link. As a result, once again one of the hosts at the main campus became the new ci master. All the monitors are now reconnected to the patient monitoring system. Based on the information available in the case, the cause of the reported problem was the hospital supplied network. No further investigation or action is warranted at this time. Updated information finds this report - non-reportable the absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted. This report is a supplemental to (1218950-2024-00517) due to incorrect registration number used.